Manufacturer narrative:
The affected device was analyzed onsite by dräger service. During the analysis the reported problem could be confirmed and the root cause was determined to be a deviation on the pba m16.2. After a replacement of the pba and a redownload of the software, the issue was solved, and further tests passed without deviation. In case of a deviation of the pba m16.2, the ventilation unit will perform a restart with accompanying alarm in order to reset the system to a specified state. The restart sequence takes up to a maximum of 8 seconds and is accompanied by an audible alarm. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the restart, the ventilation will resume with the latest settings. If the ventilation unit could not be successfully reset within the first 8 seconds, a further restart would be triggered. After three ineffective restarts, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Event description:
It was reported that the device kept restarting while on a patient. The ventilation reportedly kept working but then it stopped. No injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.